Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 18mm in length, eccentric, de novo target lesion was located in a moderately calcified, moderately tortuous and 2.50mm in diameter ostium to proximal left anterior descending artery. The lesion contained a >45 and <90 degrees bend. After a non bsc guide wire crossed the lesion, predilation was performed using a 2.0x20mm unspecified balloon catheter. Percent stenosis of the lesion immediately after predilation was 60%. Then a 2.50mm x 20mm promus element ¿ stent was advanced to the lesion for almost 10 to 15 minutes but was unable to cross as the lesion was tight. The physician again tried to make the device cross the lesion but was unsuccessful. The procedure was completed with a 2.5x23mm non bsc stent and post dilation was performed using a 2.5x15mm unspecified balloon catheter. No patient complications were reported. The patient's status was stable and was doing well. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the crimped stent on the device was damaged. Stent struts on the sixth and seventh rows from the distal edge of the stent were deformed and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the profile. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).